Manufacturer narrative:
Product analysis: no products return therefore, no analysis can be performed. Conclusion: without return of the product, no definitive conclusions could be drawn regarding the clinical observation.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve damage occurred to the ventricle that had no relationship to the device (damage not defined). No further information was received.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve the location of the non-medtronic temporary pacemaker lead damaged the right ventricle. The valve was successfully implanted with no further adverse patient effects reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.